Event description:
During an incident in 2001 involving male patient with diabetes being treated for respiratory arrest, this defibrillator would not shock. The incident happened at a medical facility and CPR was in progress by a nurse when the crew arrived. Part of the prehospital care report is missing, but it appears the patient was a dialysis patient with dry, jaundiced skin.